Event description:
It was reported that the user, new to the ilet system, experienced a low blood glucose with a blood glucose of 69 mg/dl and an approximate duration of five minutes, after which the patient self-treated with oral fast-acting carbohydrate. Investigation of this case revealed no device malfunction identified and user factors potentially contributing. No user reported symptoms associated to hypoglycemia. Outcomes included temporary interference with daily activities. It was concluded that the event was consistent with hypoglycemia with unclear cause and no device failure confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.